Manufacturer narrative:
An event of the valve tearing was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This is to document an event of a 19mm biocor valve tear. Additional information was requested but unavailable.

Event description:
This is to document an event of a biocor tear. No additional information is available, but is being requested.